Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that the patient is without stimulation and unable to power on his charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.